Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported the scs system was not proving effective therapy and the ipg was inoperable due to patient not charging the device. As such surgical intervention was undertaken wherein the system was explanted.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.